Manufacturer narrative:
Date of event¿ is estimated. During processing of this complaint, attempts were made to obtain complete event information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-33257. It was reported that the elective replacement indicator (eri) message appeared for one or both ipgs. It is unknown if the indicator(s) triggered earlier than intended. The ipgs were providing therapy. Surgery occurred during which the ipgs were explanted and replaced to address the issue. It is unknown whether one or both ipgs are related to the issue so both ipgs are being reported.